Manufacturer narrative:
The manufacturer received information alleging a ventilator failed to charge its internal battery. There was no harm or injury reported. During the evaluation of the device at the manufacturer's service center, an error code related to the charging of the internal battery was observed. The device's internal battery replaced to address the issue.

Event description:
The manufacturer received information alleging a ventilator was alarming and the internal battery would not charge. There was no harm or injury reported. The device has yet to be returned to the manufacturer for evaluation. At this time, we are unable to confirm the alleged malfunction. A follow-up report will be submitted when the manufacturer's investigation is complete.